Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead was unable to be properly implanted. The physician noticed that the proximal pin was detached from the rest of the right ventricular lead. The right ventricular lead was not used and the physician elected to complete the procedure with a different right ventricular lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of detachment of proximal pin from the rest of the lead was confirmed. The connector pin with the cap and crimp sleeve were found pulled out of the connector assembly slightly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported event was due to procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.